Manufacturer narrative:
Based on the claim against the product by the customer noting gasket warping on the harmonic ace instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have damage to the distal tip and the side of the teflon pad. Material, approximately 0.05" x 0.03" was missing at the distal tip. Material, approximately 0.15" x 0.03" was missing on the side of the teflon pad. Failure analysis found the primary failure of damaged teflon pad to be related to the customer reported complaint. The complaint regarding gasket warping was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The harmonic ace instrument was also found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with a solid tone or an error. Failure analysis found the additional failure of a blades- scratch/abrasive mark to not be related to the customer reported complaint. The probable root cause of the teflon pad peeling off is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This complaint is considered a reportable event due to the following conclusion: the teflon pad was damaged. Material approximately 0.05" x 0.03" was missing at the distal tip. Material, approximately 0.15" x 0.03" was missing on the side of the teflon pad. The missing material was not returned with the harmonic ace instrument.

Event description:
It was reported that during a da vinci-assisted procedure, the forceps gasket was warped on the harmonic ace instrument. Procedure was completed with no patient harm.